Event description:
Reporter alleged the blood glucose monitor read 63 mg/dl and a lab performed at the same time read 137 mg/dl. It was reported a different meter was used for testing and measured 64 mg/dl. Reporter stated patient was treated with d50 for low glucose and then with insulin due to glucose levels being too high. Controls were tested and reportedly passed. A request was made for the return of the suspect device and replacement product was sent.